Event description:
The pt was in for a diagnostic laparoscopy on 10/18/95, at which time the drain was put in the pt. It turned into a full-blown appendectomy and the pt was transferred to the hosp. On 10/22/95 the surgeon attempted to remove the drain, at which time the drain broke. The pt was returned to the or to have the remaining part of the drain removed from the subcutaneous tissue.